Event description:
Device was returned for non-specified repair. No patient impact was reported. Repair request was escalated to complaint due to evaluation findings of attachment foot missing. No additional information was available on follow up.

Manufacturer narrative:
Comments: report was confirmed by evaluation. A portion of the foot of the attachment was detached and missing. It was noted that the attachment foot had been damaged by tool contact. Our recommendation for factory service is based on the facility's usage, however, it should not exceed 24 months. This device has been in use for 31 months without any record of factory service. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."